Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. The patient presented to the hospital with the left ventricular (lv) lead protruding from the implant incision. Initially the lv lead was externalized - with the device - to provide pacing support, then a temporary lead was implanted, and then finally the system explanted. A leadless implantable pulse generator (ipg) was implanted about four months later. No further patient complications have been reported as a result of this event.